Event description:
It was reported that during a post-operative check, the right ventricular (rv) lead was displaced and showed unstable high, unmeasurable thresholds, no capture, and undersensing. The physician decided to reposition the lead however, prior to repositioning the patient became acutely ill. A chest x-ray and an echocardiogram indicated a perforation and a pericardial effusion. A sternotomy was performed. The lead was removed and an epicardial lead was attached. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.